Event description:
It was reported that the right ventricular lead exhibited noise during a merlin.net transmission. The device was programmed to unipolar no noise was noted. The patient was asymptomatic and would be monitored.